Event description:
Programming history was reviewed for the patient. The data was observed from (B)(6) 2007 through (B)(6) 2012. The device was last programmed to a 38% duty cycle. The last parameters recorded were 2.25ma output current /20 hz signal frequency /500 pulse width / 60 seconds on time /1.8 minutes off time and magnet mode was 2.25ma output current / 60 seconds on time / 500 pulse width. Diagnostic data was also found. Last system diagnostic recorded was on (B)(6) 2008, with normal results. Last normal mode diagnostics were performed on (B)(6) 2012, with out status limit, impedance high, dcdc code 7, eri no. A system diagnostic test was not provided for review.

Event description:
Programming history has been received at the manufacture pending processing into the department for review. Another report will be sent upon review of data.

Event description:
It was reported by a nurse that she had a vns patient with a possible lead fracture. Additional information was received from the area representative indicating diagnostics were indicative of high impedance. No x-rays have been taken for the patient. Moreover, it is unknown if there was any patient manipulation or trauma to the device.

Event description:
Additional information was received that the patient's device has been programmed off and no further interventions are planned at this time. The child's epilepsy had remained the same since their device was programmed off.

Event description:
Additional information has been attained that the patient's device is not programmed off at this time. It is not thought to be helping him as there has been no deterioration in his seizure control since the impedance increased. The patient will be seen for review on the (B)(6). No further interventions are planned for the patient at this time.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
No x-rays are available. At this time surgery has not been scheduled. No patient manipulation or trauma was reported.